Event description:
It was reported that a 3.0mmx98cm guide wire was incorrectly packaged as a 2.8mmx80cm guide wire resulting in a delay of surgery of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that the lancet protrudes from the end-cap of the softclix lancet device after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.